Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the patient was in the hospital last week because the stimulator started heating up and they were experiencing pain at the implant site. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the patient had increased pain when he attempted to use the stimulator. The pain persisted even when the device was off. The patient noted warmth in the areas of the implants but no redness. The battery was also discharging quickly after a normal charging session. There were no known external or patient factors that may have led or contributed to the issue. The patient explained that the change began about a year ago when he had to roll off of a tractor while mowing his lawn because the pain was so bad and the pain has come and gone over the past year. The patient met with the representative and no high impedances were found and there was no change in impedance with a change of voltage. The patient declined to be reprogrammed as turning on the stimulator generally caused pain half an hour later and sometimes persisted for days even when it was turned off. The representative looked at the wound and there was no redness, swelling or warmth present at either the battery or lead site. The patient had received injections for his right side hip area since implant and had a CT scan. The healthcare provider suggested moving or replacing the battery and the patient wanted to move the battery as they thought the battery was pressing on a nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-10. The patient indicated that their pain started on 2017-(B)(6) and their weight was (B)(6) pounds at that time. It started heating up with pain on 2018-(B)(6) and their weight was (B)(6) pounds. Their first pain started on 2017-(B)(6) after hitting a bump in their yard while mowing. The heating up started while charging their battery on 2018-(B)(6). Then again on 2018-(B)(6). The pain continued from 2017-(B)(6) at level 5 with stimulation off and would increase 2 levels when turned on. Even with taking pain medication and injections targeted at s-1 right side with no relief. Finally after contacting patient services, things started to happen. They had surgery, replacing the battery, and repositioning it higher in their right lower back. Their pain has erased. The surgery was a success. They had surgery on 2018-(B)(6). The patient noted talking to their manufacture representative (rep) about possibly dislodging the stimulator as well as all other things involved. When they told the rep that the pain increased when they turned their stimulator on, they told them that it may be rattling something and not to use it but to keep the battery charged. The past 16 months have been horrible. However, the patient noted getting in contact with a different rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that on (B)(6) 2018, the ins was replaced and the ins pocket was revised. The original incision was used and the pocket was moved 2 inches above the original pocket by dissecting the tissue superior to it. The leads were used with the replacement ins and were not revised. At the programming following surgery, the patient reported to the rep that they did not have any discomfort at the ins site as they had prior to the revision/replacement. The ins was returned and received into the analysis lab on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis of ins 97714 s/n: (B)(4) found no anomalies. The device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. If information is provided in the future, a supplemental report will be issued.